Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The break in aseptic technique was further specified as the patient did not wear a mask for therapy. The patient was hospitalized and experienced cloudy effluent as a result of the peritonitis. Therapy was discontinued and the patient was temporarily placed on hemodialysis. The patient was treated with ancef and zosyn intraperitoneally (ip, dose and frequency not reported) for the event. The patient was later discharged from the hospital and transferred to another clinic. At the time of this report, the patient was reported to be recovering from the peritonitis. It was unknown if the patient was retrained on aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.